Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 361 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer threw in the set and reservoir.. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer changed out set and sending replacement as a courtesy. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 454 mg/dl.